Manufacturer narrative:
The customer performed a mini precision study. The cv was high (>27%). A mini precision run was performed by diluting mcm level 5 and the cv was also high. A siemens field service engineer (fse) was sent to the customer site for instrument evaluation. The fse checked the ancillary and sample probe alignments and replaced the ancillary dilutor. A mini precision run was performed after the ancillary dilutor was replaced and the cv was acceptable (7%). The instrument is performing within specification. No further evaluation of the device is required. Instrument information: brand name: advia centaur, common device name: immunoassay analyzer, model #: advia centaur, catalog #: 078-a002-xx, 510(k): k041133, serial number: (B)(4).

Event description:
Discordant advia centaur vitamin d total results were obtained on quality control (qc) material during value assignment studies. The customer reported high cv values for dilutions. The calibrations were acceptable on both test dates. The customer reported that the quality control (qc) was within range for the testing on both dates. Actual qc values were not provided. There was no report of adverse health consequences due to the vitamin d total discordant results.